Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/19/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into abdomen on (B)(6) 2016. Patient's mother described the reaction as a rash that spread from the neck to the belly button, and with skin that was raw about the edges of the sensor patch. Patient's mother reported that the patient started using dexcom in (B)(6) 2015 and began experiencing skin reactions approximately 1 year after use. The patient's mother stated that the patient's skin reactions have progressed from a rectangle reaction the size of the transmitter to the skin appearing to have a burn spot. The patient's skin reactions present with itching and discomfort. According to the patient's mother, skin barrier methods used include: over-the-counter (otc) flonase, otc duoderm and otc hydrocolloid pads. On (B)(6) 2016, the patient was taken to the dermatologist and was prescribed elidel and apexicon e cream. It was also recommended that their laundry detergent be switched. Dermatologist advised that the patient had a dermatophytid (ID) reaction. The affected areas were treated with otc benadryl, elidel cream and xyzal. At the time of contact, the patient still had a rash. Additional event or patient information is not available. No product or data was returned for investigation. However, a photo of the reaction was provided. The reported event of skin reaction was confirmed. A root cause could not be confirmed.